Event description:
It was reported that the patient presented to the clinic for a follow-up experiencing pacemaker syndrome. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.